Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited diaphragmatic stimulation in all seventeen vectors which was noted during initial implant. In addition, the distal tip had capture to anything, however all other cathodes had no capture. Moreover, the physician wanted more or less lv only but the device did not have therefore had programmed the sub-thresholds rv output at 0.1 @ 0.1. Any offset. Boston scientific technical services (ts) explained the event and the representative tried all lv offset but the issue still re-occurred. Additional information received indicating that the behavior was attributed to the lead position. This lv lead was explanted. No additional adverse patient effects were reported.